Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The returned item was confirmed to be fractured. The hardness is within specification. This device is used for treatment. A complaint history review was conducted for the device. The search identified no additional complaints for the same lot or for a same or a similar issue. Scanning electron microscopy analysis of the tibia locking plate fracture revealed that it was fractured due to fatigue. The suspected crack imitation site was identified at one of the top corners of the fracture surface. The suspected crack exit site was also identified at one of the corners diagonal to the crack initiation site. Fracture showed fatigue striations in the center. Fracture revealed a transition from fatigue fracture to ductile overload fracture near the bottom of the fracture. The fracture surface near the bottom showed ductile overload dimples. No obvious inclusions were identified on the tibia locking plate fracture. Energy-dispersive spectroscopy semi-quantitative elemental analysis showed that the locking plate was consistent with 22-13-5 stainless steel. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the patient underwent a revision of a periarticular locking system due to implant fracture within one month post-operatively.